Manufacturer narrative:
Follow-up # 1 date of submission 02/12/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/30/2014 with the following findings:a review of the pump¿s history showed several call service alarms. On 10/19/2013, the user programmed a 1.5u bolus; the call service alarm was emitted after delivery of ~0.5 u. The bolus history did not create a partial delivery record of the bolus. The pump powered on normally during testing and was able to prime successfully. The pump was exercised for 24 hours and multiple boluses were performed. The pump did not emit a call service alarm during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had emitted a call service alarm three times over the past thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.